Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes it had a low vacuum, thus resulting in an underfill. There was no report of impact to patient or user.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 video was provided for investigation. The video was reviewed and the indicated failure mode for underfill was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and 10 retention samples by functional testing. The issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes it had a low vacuum, thus resulting in an underfill. There was no report of impact to patient or user.